Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 325cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 5839912 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast mass. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with 325cc mentor memorygel breast implants experienced left-sided implant rupture and right-sided breast mass postoperatively. Diagnoses were confirmed by mammogram. As a result, the patient underwent explantation and replacement with mentor memorygel breast implants, 275cc on the left (left catalog # 3502754bc, left lot-serial # (B)(4)) and 300cc on the right (right catalog # 3503004bc, right lot-serial # (B)(4)) on (B)(6) 2021. This medwatch report is for the right-sided implant.